Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-81805), 203cm ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and shipping box. ¿damaged location details: the solitaire fr 6-30 stent working and non-working length struts were in good condition. The pusher inner core wire broke distal to the marker coil. The marker coil was stretched. The pusher wire broke at the buffer weld. No other anomalies were found. ¿testing/analysis: the solitaire fr 6-30 pusher wire broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end failed via overload. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report was confirmed, as the returned solitaire fr 6-30 pusher wire was broken distal to the marker coil and at the buffer weld. The broken end via overload. Device separation can occur due to vessel tortuosity, vessel stenosis, delivery and retrieval friction, a higher number of device passes, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, improper stent/catheter alignment, or microcatheter removal. In this event, the customer reported that the vessel tortuosity was moderate, one pass was made with the device, and the patient did not have vessel stenosis proximal to the thrombus site, which rules out vessel tortuosity, a higher number of device passes, and pre-existing conditions (stenosis/calcified plaque) as possible causes. It could not be determined whether the react 71 catheter had any catheter integrity issues because an analysis could not be performed, as the catheter was not returned. Therefore, delivery and retrieval friction, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), hard clots/thrombus entanglement, improper stent/catheter alignment, or microcatheter removal could have contributed to the reported complaint. However, the cause could not be determined. The customer also reported resistance during retrieval. However, the cause could not be determined. Possible causes of resistance include hard clots/thrombus entanglement and a lack of continuous saline/heparinized saline during the procedure. In this event, it was reported that a continuous saline flush was administered and maintained, which rules out a lack of continuous saline/heparinized saline during the procedure. Therefore, the likely cause of the resistance could be the entanglement of hard clots/thrombi. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a combination of solitaire fr thrombectomy stent (sfr 6-30) and aspiration with a react-71 catheter was used for thrombectomy. When the stent was pulled back into the react-71 to approximately 2 cm inside, the stent fractured. The react-71 was withdrawn as a whole, retrieving the fractured portion of the stent. A new sfr 6-30 was used in conjunction with the react-71 to complete the procedure. Resistance was noted and the stent and push rod connection point were damaged. No patient symptoms or complications were associated with this event. The patient was undergoing an emergency thrombectomy surgery for treatment of a ischemic stroke in the left internal carotid artery terminus. It was noted the patient's vessel tortuosity was moderate. The patient's baseline modified rankin score (mrs) was 5 and was 4 post-procedures. The national institutes of health stroke scale (nihss) score improved, decreasing from baseline score of 14 to 9 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 0 at baseline to 3 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved one pass with the device. The stroke onset to reperfusion time was 7 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: react-71 catheter product ID react-71. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of both the resistance and the damage was not determined. Resistance was noted in the distal section of the catheter and was encountered during device retrieval. A continuous saline flush was administered and maintained as indicated in the IFU. The solitaire device was neither torqued nor repositioned during delivery or retrieval. The patient did not have vessel stenosis proximal to the thrombus site. During the attempted retrieval, the microcatheter tip covered the solitaire device proximal marker. The clot encountered was characterized as hard.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.